Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support to the customer. At the conclusion of this, the customer was able to proceed with it's usage without mention of any additional failures.